Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. IFU (reprocessing manual) warns on insufficient reprocessing by stating ¿failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance the commission on hospital hygiene and infection protection at the robert koch institute (rki) and the bfarm 'requirements for hygiene in the reprocessing of medical devices. The device evaluation found the following: the light guide lens had a crack, the adhesive on the bending section cover had wear, and due to wear of the angle wire, bending angle in the "up" direction did not meet standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope channels and brushes tested positive for 24 colony forming units (cfus) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.